Manufacturer narrative:
The cause of this peritonitis was use error reported to be due to a break in aseptic technique by the patient. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A formal review of the label for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported that a peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The cause of the breach in aseptic technique was further described as ¿caused by breaking in aseptic when operation¿ (no further detail was provided). On unreported dates, the patient was hospitalized for the peritonitis, the patient began treatment for the event with an unspecified anti-inflammatory drug infusion (dose, frequency, and route were not reported) and the patient was recovered from the event. Peritoneal dialysis was ongoing during the hospitalization. No additional information is available.